Manufacturer narrative:
Result: swivel head. Conclusion: replaced unit.

Event description:
It was reported by service report that the IV pole swivel head is bent and the clamp is damaged. No patient involvement or adverse consequences are reported.